Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The exact date the incident occurred is unknown. The date entered in is based on caller report of "3 weeks ago". The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A ¿signal loss¿ issue was reported with the use of the adc freestyle libre 2 sensor. A caller reported that ¿3 weeks ago¿, the sensor did not alarm and she experienced a loss of consciousness. The customer received a glucagon injection from a third party and no further information was provided. There was no report of death or permanent impairment associated with this event.

Event description:
A ¿signal loss¿ issue was reported. With the use of the adc freestyle libre 2 sensor. A caller reported, that ¿(B)(6) weeks ago¿, the sensor did not alarm. And she experienced a loss of consciousness. The customer received a glucagon injection from a third party. And no further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Section d4: (serial number) has been updated to unk. The sensor serial number provided in the initial report ((B)(6)) was deemed to be invalid upon extended investigation. No product has been returned. And a valid serial number has not been provided. An extended investigation has been performed for the reported complaint. And it has been determined, that there was no indication that the product did not meet specifications. A tripped trend review was conducted for the reported complaint. And fs libre sensors, no trends were identified that would indicate any product-related issues. If the product is returned, a physical investigation will be performed. And a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.